Event description:
It was reported that this right ventricular (rv) lead had a red alert one day after implant due to high out of range impedances at 2085 ohms. At implant it was noted that the value was 1450 ohms, and since the high values have been dropping and were currently at 1581 ohms. Technical services discussed that it might be due to current of injury to the tissue since the value was decreasing. It was noted that the r wave and shock impedances were stable. The lead remains in-service. No adverse patient effects were reported.